Manufacturer narrative:
Although requested, the electronic history files from the device have not been returned. The event is currently under investigation and no root cause is known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
On (B)(6) 2017 an international distributor provided a photo, which they received from their customer, a doctor, and a request to review it and provide comments. The doctor reported that the patient had 3 broken bones & damage after automated CPR. The distributor reported that in his opinion, the user of the device used it in a wrong way, such as placing it too high on the patient's chest. Although requested, no device or patient information has been received. A review of the photo was performed by defibtech's medical consultant and a summary of that review is below: based on the photograph, it appears that the subject suffered from fractures at the costochondral junction of the medial ribs at the level of the mid-sternum. This is extremely common in both manual CPR and external compression devices, even when technique is correct and placement is proper. The skin lesions are most commonly associated with mechanical pressure injuries and usually heal without complications.

Manufacturer narrative:
Evaluation of the electronic data from the unit (serial number (B)(4)) showed that the device is functioning properly as designed - no device malfunctions were identified. Although the exact date of the event was not provided, it is believed that the event which the customer raised concern over, occurred on (B)(6) 2017. The duration of that event was 25 minutes, during which 572 compressions were administered and the unit performed according to its specifications.